Event description:
It was reported by the customer that on approximately 30 occasions, the needles did not dispense medication properly and appeared to be clogged. No information was received regarding any serious injury as a result of this product issue.